Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via a manufacturer representative that they lost stimulator coverage and the stimulation turned on and off randomly. The patient noted he fell about four weeks ago. Impedances were run and it was found that the 8-15 lead had high impedances. It was noted that the patient might be having a lead revision and had x-rays done to determine if there was a break or migration. The issue was not resolved at the time of the report. Further information received from the representative reported that they didn¿t have access to get the x-ray results. The patient was programmed around the high impedances, but needed coverage in both legs and only had coverage in the left leg after programming. The indication for use was non-malignant pain.